Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to implant failure.

Manufacturer narrative:
After further review of additional information received the following sections b4, g4, g7 and h2 have been updated accordingly. Upon further review of this event it is found that this medwatch was filed in error and as a duplicate device type, the information pertinent to this event is appropriately captured in MFR: 1038671-2018-00213 for the femoral head device that was actually implanted.